Manufacturer narrative:
(B)(4). One (1) used set was returned for evaluation. The sample was tested for leakage per the specification and failed. Leakage was observed at the bonded joint between the sidearm of the proximal caresite valve and the backcheck valve. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. However, as a result of this occurrence, a formal awareness training was conducted with all applicable personnel involved in the assembly and inspection of this product to ensure all personnel understand and comply with the established assembly and inspection methods. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: leaking opidivo at the connection of the y port and tubing.